Event description:
As reported by the user facility through medwatch: "supervisor smelled burnt wiring type smell. IV pump cord was found to contain black spot at connection between the 120 v plug and the step down transformer." (B)(4).